Manufacturer narrative:
The full patient identifier is (B)(6). A beckman coulter field service engineer (fse) was dispatched to assess system performance. Fse noted aspirate probes were damaged. Fse performed a pm (preventative maintenance) procedure and replaced a deteriorated wash valve rotor and pump belt. After completing repairs, fse verified system performance with system check and quality control which returned results within established parameters. Although a hardware issue is implicated, due to multiple parts replaced it is unknown which part or parts contributed to the incident. In conclusion, the cause of the incident is a hardware malfunction.

Event description:
On (B)(6) 2022 the customer reported erroneous non-reproducible elevated access hstni (access high sensitivity troponin I, part number b52699 and lot number not provided) results were generated on the customer's dxi (unicel dxi 800 access immunoassay analyzer, part number a71456 and serial number (B)(4). For two (2) patients. The samples were repeat tested on an alternate dxi instrument and lower results were obtained. No patient data was provided. The customer reported the two patients with erroneous elevated hstni results received treatment in connection with the incident. Details of treatment provided were requested but were not provided. Customer reported wash valve motion errors occurred, several levels of quality control (qc) were failing and wash pump motion errors occurred on the dxi. Customer ran system check as advised by local support and reported system check failed the washed portion. Customer replaced aspirate probes and reran system check which failed again. A beckman coulter field service engineer (fse) was dispatched to assess system performance.